Event description:
User facility personnel reported via a chemtrec report that when an employee was cleaning instruments, prolystica 2x concentrate enzymatic presoak and cleaner "splashed" into their eyes. The employee immediately rinsed their eyes with water and reported "burning and irritation."

Manufacturer narrative:
Following the reported event, user facility personnel stated they contacted chemtrec for further guidance regarding the exposure to the prolystica 2x concentrate enzmatic presoak and cleaner. The safety data sheet states: "first-aid measures after eye contact: in case of contact with eyes, flush immediately with plenty of flowing water for 10-15 minutes holding eyelids apart and consult an opthalmologist. Remove contact lenses if present and easy to do. Continue rinsing. Immediately get medical attention." "Personal protective equipment: avoid all unnecessary exposure. Personal protective equipment should be selected based upon the conditions under which the product is handled or used. Protective clothing, gloves, protective goggles." Steris has not received additional information regarding the reported event. A follow-up report will be submitted should additional information become available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.